Manufacturer narrative:
Concomitant product: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: pump. (B)(4).

Event description:
Information was received from a healthcare provider and a company representative in regards to a patient receiving lioresal intrathecal (2000 mcg/ml; 674 mcg/day; lot # unable to be obtained) for intractable spasticity and cerebral palsy. On (B)(6) 2016, the patient had a simple pump replacement. The catheter was determined to be patent with catheter aspiration. A pre-implant prime as well as post implant prime were completed (catheter was aspirated to check patency). The patient did not begin to breathe on his own and as a result was transferred to the intensive care unit (ICU). Prior to being transferred to the ICU, the pump readings (pre- and post-operation) were hand delivered to the implanting physician's office. Additional post implant readings were also given to the family and the managing neurologist. It was noted that the patient had been rescheduled due to a respiratory infection and the chest x-rays had not looked good. A definitive cause for the need for ventilation was unknown. It was noted that the pump replacement led to the event. An additional reading was going to be performed in the morning of (B)(6) 2016 at the hospital in an effort to troubleshoot the issue. The issue had not resolved as of the date of the report. The patient's status was alive with injury and was currently ventilated. Per the pump logs provided, there were two priming boluses. Before the implant (old pump), a 19 minute back table prime occurred of 0.3 ml. At the end of the case, a 13 minute catheter prime of 0.201 ml occurred after the catheter was aspirated to ensure that it was patent. Later, on (B)(6) 2016, information was received from the company representative who indicated that the explanted pump was going to be returned to the manufacturer. The representative also received information from the doctor that indicated the patient was out of the ICU and was no longer intubated as of (B)(6) 2016. The patient went in for a follow up appointment on (B)(6). The incision looked great and the patient was now back at home. Per the nurse, the patient was doing well. Information regarding the cause of the event, additional interventions/actions taken, and outcome were not provided. Additional information has been requested, but it was not available at the time of this report.